Manufacturer narrative:
H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed that the set effluent pump segment was disconnected from the support plate. There was a non-homogenous mark of solvent visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was determined to be related to the manufacturing and the inadequate application of solvent to the set components during assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was suspected as there were bubbles visible in the effluent line of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.